Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05480 and 2134265-2015-05418. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, a 220v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a pullback sled. During the procedure, it was noted that the connection between motordrive unit and sled were damaged and automatic pullback could not be performed. No patient complications were reported and the patient status is stable.